Event description:
It was reported that during an upgrade procedure, the right ventricular (rv) lead was noted to have a tight bend. Also noted was an insulation separation/ breach at the bend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. The overlay tubing of the lead was extrinsically breached due to melting; visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).